Manufacturer narrative:
The investigation determined that a higher than expected vitros intact pth (ipth) result was obtained from a quality control fluid processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. A sub-optimal calibration issue could not be ruled out as a contributing factor as the event occurred soon after a calibration event. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros ipth reagent lot 1000. There was no indication of a malfunction with the vitros 5600 integrated system. However, within run marker precision testing was not completed. Therefore, an instrument issue cannot be completely ruled out as a contributing factor.

Event description:
A customer reported a higher than expected vitros intact pth (ipth) result obtained from a non-vitros biorad ipth control fluid using a vitros 5600 integrated system. Non-vitros biorad (lot 60253) level 3 control result of 871.3 pg/ml vs the expected result of 599 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth result was from a quality control fluid. Although there were no reports of affected patient sample results, it could not be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).